Event description:
It was reported that during a normal cardiac resynchronization therapy defibrillator (crt-d) replacement, the crt-d was tight in the pocket and the physician had to pull, to get the device out. The physician thinks that the distal coil of the right ventricular (rv) lead broke, at the yoke. A separation was observed in the procedure. It was confirmed that the proximal coil was intact, through impedance testing and thus, was programmed accordingly. The plan was to talk to the patient about not needing tachy therapy and leaving device alone. No adverse patient events occurred. This product remains in service. This report will be updated, should additional information be received.